Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced multiple instances of syncope, and a remote transmission indicated atrial arrhythmic episodes with evidence of noise on the right atrial (ra) lead. An electrocardiogram (EKG) indicated that the right ventricular (rv) lead was not pacing. It was observed that the loss of pacing was positional, and when the patient would lie flat, ventricular asystole was observed. The rv lead exhibited high thresholds, and a subclavian crush was suspected. The system was reprogrammed, and was later explanted and replaced. No further patient complications have been reported as a result of this event.